Manufacturer narrative:
Attempts to obtain the serial number of the lead were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was surgically abandoned due to fluctuating impedance measurements from 450 ohms to less than 200 ohms. A new ra lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
Subsequent information was received that in addition to the fluctuating impedance measurements, there was loss of sensing.